Manufacturer narrative:
Patient has a history of atrial flutter. Pacemaker needed for 3rd degree heart block. During pacemaker clinic visit on (B)(6) 2015, no mode switch episodes noted. In addition, no ventricular pacing noted over the past few years however, it was as high as 92% for the first few months after implant.

Manufacturer narrative:
The device was in use for treatment. The ventricular lead was capped; therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. The instructions for use (IFU) informs the user of long term clinical experience for acute and chronic data measurements for impedance. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available.

Event description:
New information received october 9, 2015 that during a routine pacemaker clinic check on (B)(6) 2014, the ventricular lead showed low impedance of < 200 ohms. The impedance was 700 ohms at implant and has decreased each year. Sensing and capture thresholds were within normal limits. At this time, the pacer was reprogrammed for unipolar pacing which increased impedance to 288 ohms. Lead replacement was recommended. It was reported that the lead was fractured. The lead was capped (taken out of service) on (B)(6) 2014 and replaced with another manufacturer's lead.

Event description:
On (B)(6) 2014, the customer reported they were notified that this patient's ventricular lead was explanted due to low impedance. No subsequent device or clinical adverse events have been reported. On (B)(6) 2014 it was confirmed by the physician that the lead was capped (not explanted) on (B)(6) 2014. The lead was actively implanted for approximately 4 years, 7 months.

Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. No subsequent device or clinical adverse events have been reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.